Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8709 lot# l74637 serial# implanted: (B)(6) 2000 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient's implanted infusion pump containing an unknown medication. The dose and concentration were unknown. The indication for use was spinal pain. On (B)(6) 2017, it was reported that since the pump was implanted, more medication than expected was removed during refills. At the first refill, the actual reservoir volume was 26ml which was more than expected. Nothing was reported at that time because the hcp did not think there was an issue. At the second refill about a week ago, the actual reservoir volume was 36ml which was more than expected. The dates and specific expected volumes were unknown. The hcp checked logs and noted that there were no alarms. It was recommended that a dye study be performed. The catheter was revised on (B)(6) 2017, and it was discovered that the catheter was wrapped around and possibly kinked at the "l" shaped catheter anchor. A new catheter was placed. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.